Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lia (lead integrity alert) triggered, and that there was oversensing and noise. The polarity was reprogrammed from bipolar to tip-to-coil, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One - patient alert for lead failure predictor (lfp) on (B)(6)-2011 12:00:26. One - lfp high rate-ns <= 187 ms average v-cycle on (B)(6)-2011 12:00:26. Ventricular short interval count v-sic=13 counts avg/day, in 14.82 days, between (B)(6)-2011 18:21:56 and (B)(6)-2011 14:02:34.